Event description:
It was reported the patient presented for initial implant of a right atrial lead. During the operation, the physician was unable to obtain satisfactory parameters for capture threshold and sensing. When the physician attempted to reposition the lead, the stylet could not be inserted into the lead. The physician believed blood had gotten into the lead and prevented the stylet from being inserted. The patient vomited during the procedure, and the procedure was ended without implanting the lead. The patient was in stable condition following the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.